Manufacturer narrative:
(B)(4)

Event description:
It was reported that unacceptable high rv thresholds were observed in clinic. The patient was non-dependent and presented for an open heart valve surgery. Lead was explanted and replaced successfully. The patient was in good condition after the procedure.